Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas. Investigation confirmed multiple loss of prime warnings when the force is zero. The pump was primed and exercised with no loss of prime duplicated. The force sensor calibration was out of specifications. The force sensor pins were partially dislodged from the pcb socket. The force sensor plate was contaminated. A force sensor resistance reading was out of specifications. Unrelated to the complaint the keypad was torn off at the ok button. All buttons were functional. The ok button contact was inverted and there was contamination under the keypad button contacts. The pump was unable to maintain the date and time during a battery replacement. The pump cover was removed and the internal battery was corroded. The battery cap threads were stripped.

Event description:
The patient initially contacted animas alleging the pump emitted recurring loss of prime warnings. The issue was not likely to cause or contribute to a serious injury because the alarms will alert the user of the issue. The pump was returned to animas and investigation discovered that the force sensor plate was contaminated and the force sensor resistance reading was out of specifications. The force sensor pins were partially dislodged from the force sensor sockets. There was no reported patient impact associated with this complaint.